Event description:
It was reported that the patient had a revision in (B)(6) of 2012 due to a faulty lead, after being implanted 3 months earlier. The implantable neurostimulator (ins) was however, not replaced. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that the cause of the event was a non-functioning spinal cord stimulator (scs). The event was also marked to be attributed to the lead. No abnormal impedances were stated. Explant of the scs and the lead occurred on (B)(6) 2012. X-ray assessment performed on (B)(6) 2012 showed two electrodes in epidural space "with tip at t8." Laminectomy on (B)(6) 2012 was performed on t10-t11 together with the placement of trial paddle lead with the tip at t8. Trial stimulator paddle had been was controlling patient's pain. Trial scs paddle was converted to permanent on (B)(6) 2012. Scs was controlling her pain. No hospitalization and no patient injury were reported.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).